Event description:
It was reported during aculoc2 surgery that when the surgeon inserted the locking screw, the driver tip broke. The surgeon was about to remove the broken piece from the patient's body. The surgery was completed with a replacement device of the same model with no delay. No other patient consequences were reported. This report is related to report number 3025141-2025-00053 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.